Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for button error. Blood glucose reading was 26.6 mmol/l. Treatment with manual injection will be performed. The alarm did not occur right after the insulin pump was exposed to moisture. The buttons on the insulin pump was not pressed for 3 minutes or longer. The alarm could not be cleared. Advised that the insulin pump will be replaced. Nothing further reported.